Manufacturer narrative:
H10. Updated/additional information ¿ d10. Concomitants - product information: 4271561 170-32-00 - biolox delta femoral head 32mm od, +0mm; 4248685 180-01-52 - nv crown cup clstr hole 52mm group 2; 4126398 180-65-20 - alteon 6.5mm screw, 20mm; 4208971 180-65-20 - alteon 6.5mm screw, 20mm; 4291005 188-00-05 - wedge plasma s/o sz 5. A2. A3. D4. G1. G2. G4. H6. The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Manufacturer narrative:
D2b. Prosthesis, hip, semi-constrained, metal/ceramic/polymer, cemented or non-porous, uncemented . D4. Device specific information was not provided. H6. Investigation results - connexion gxl devices, all serial numbers are affected by recall. The cause of the patient¿s pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral hip replacements. These devices are used for treatment not diagnosis.

Event description:
It was reported via documents provided by the legal department that this patient had a right hip total arthroplasty. The revision surgery was approximately 6 years, 6 months after initial implant. The patient continues to be limited in daily living, joint pain, joint swelling, stiffness, limited range of motion, and loss of mobility. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.